Event description:
It was reported that during a procedure to treat a de novo lesion in the distal circumflex with mild tortuosity, pre-dilatation was performed with a non-abbott dilatation catheter. A 3.5x33 rx xience prime stent delivery system (sds) was advanced and attempted to be deployed; however, the balloon of the sds did not inflate and the stent remained completely undeployed. The 3.5x33 rx xience prime was withdrawn from the patient anatomy without resistance and a new xience prime was implanted to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported inflation failure was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.